Manufacturer narrative:
The device passed displacement test. Pump error 63 alarmed during self test and confirmed in pump history due broken trace keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure. The customer¿s blood glucose level was unknown. The customer reported that the alarm occurred during self test. The customer was able to rewind the insulin pump. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.